Manufacturer narrative:
(B)(6). The lot was manufactured october 26, 2016 ¿ october 27, 2016. The device was received for evaluation with approximately 3-5 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow event with a single day infusor. The device was filled with desferrioxamine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.